Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left common iliac artery. A 10.0 x40, 75cm charger balloon catheter was advanced for dilatation. However, upon inflation at 10 atmospheres, the balloon ruptured. The procedure was completed using an express stent's system balloon. There were no patient complications reported.